Event description:
The aviva combo meter provided insulin data for two boluses that could lead to incorrect decisions. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.